Event description:
It is reported that during surgery, after shooting, it is locked, and it is not possible despite several attempts, to generate the unlock for return of the blade. Material is discarded, and it was required to use a second unit to continue the surgery. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. Batch # unk. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was the device locked on tissue with the jaws closed? 2. If yes, how was the device removed? 3. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? 4. Did the jaws eventually open? Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device psee45a lot number x95t94 and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.